Manufacturer narrative:
Event date: (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml exactamix eva tpn bag had leaked from the center of the bag. This event occurred after the bag had been filled with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.